Event description:
Customer states that they have had results >200 mg/dl and >300 mg/dl and then receive a result of 184 mg/dl within 10 minutes on the same device. No action was taken based on device result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.